Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was part of a system revision due to pocket infection as the pocket never healed. Additional information indicates that the patient pacemaker had to be removed due to staphylococcus infection. The patient was treated with antibiotics and the system was explanted. Moreover, the patient received new implanted device. There were no additional adverse patient effects reported. The rv lead was explanted.